Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file, the reported event could be confirmed. The analysis of the log file revealed that the device shut down due to a depleted battery. The log file entries show that at 8:30 am on the date of event, the device was disconnected from the mains power supply and switched to battery operation as specified. This was brought to the user¿s attention by the alarm message ¿internal battery activated¿. During the operation, the device generated several battery-related alarms with ascending priority until it eventually switched off at around 9:30 am. The analysis of the log file gave no indication for a device malfunction. If the savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with an audible alarm and the display message "internal battery activated" occurs. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is discharged, the system shut down and generate an acoustical power supply failure alarm. The device behaved as specified to a depleted battery and posted all alarms to notify the user about the battery operation and its status. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that during use on a patient, the battery of the device ran empty, and the device subsequently shut down. Reportedly, the device was not connected to mains power supply. The patient´s spo2 saturation dropped, and he subsequently passed away.